Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, implanted: (B)(6) 2005, product type: programmer. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative on 2019-mar-25 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient was admitted and requesting to have the pump interrogated. Upon interrogation, telemetry found that saline was programmed into the pump and the pump was running at minimum rate. The pump also had 3 months left until elective replacement indicator (eri). The patient's daughter stated that the patient went in for refills roughly once a month. They claimed to have been told by the hcp that the pump had drug in it even though it was programmed with saline. The patient and their daughter seemed to be very confused over what was actually in the pump, and wondered why there was saline in the pump and that the hcp never informed them of any kind of drug change. The issue was unresolved at the time of report. No surgical intervention occurred and it was unknown if intervention was planned. It was noted that the reason for the patient's admission to inpatient was unknown. No specific symptoms were reported and no further complications were reported or anticipated.